Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 3000 ohms and loss of capture. The patient was noted to be feeling terrible. A surgical revision was performed to replace the lead. During the procedure, the physician thought the device set screw may not have been properly set. The lv lead was removed from the device and reattached, and normal impedance measurements were observed. An epicardial lv lead had already been placed with lower threshold measurements and a better position; therefore, the previous lead was surgically abandoned. No additional adverse patient effects were reported. The device remains in service.